Event description:
It was reported to boston scientific corp. On feb 7, 2008, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on the month before. According to the complainant, "the cut wire broke during a sphincterotomy." A second autotome rx sphincterotome was used to complete the procedure. No pt complications were reported as a result of this event, and the pt's condition was reported as "fine."

Manufacturer narrative:
A visual exam of the returned device confirmed that the cutting wire was broken. The broken ends of the cutting wire were blackened and melted (see figure 1, page 3). This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unk, although possible causes include: improper tome position allowed the cutting wire to contact the endoscope which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the complaint database did not identify any add'l complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The january 2008, 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.